Manufacturer narrative:
The device was repaired and returned to the customer.

Manufacturer narrative:
The customer reported the hospital had a power outage and now the cns (central monitoring system) will not boot up and it has a blue error screen. The customer does not know if the power was off for a long time. He believes the ups was operating normally. He states the ups is working now. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive needs to be replaced. Currently waiting for a purchase order from the customer. Nihon kohden will proceed with repair once the purchase order is received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the hospital had a power outage and now the cns (central monitoring system) will not boot up and it has a blue error screen. The customer does not know if the power was off for a long time. He believes the ups was operating normally. He states the ups is working now.